Manufacturer narrative:
An event of heart block during the navitor device implant procedure was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the patient presented with complete left bundle branch block (lbbb), there was moderate calcification extending beneath the aortic annular plane in the interventricular septum, and that the valve was implanted with 2-3mm depth from the non-coronary cusp. Additionally, it was noted that the complete heart block during pre-dilation was expected because of the lbbb. Based on all available information, the root cause of the heart block appears to be related to procedural conditions (pre-dilation combined with patient condition).

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023 a 29mm navitor transcatheter aortic valve was chosen for implantation utilizing an large flexnav delivery system. The patient presented with left bundle branch block (lbb) and went into ventricular fibrillation (vf) and complete heart block after pre-dilation of the valve. Due to the patient's condition, it was expected that complete block would occur upon pre-dilation. Temporary pacing was performed and then the navitor was placed successfully at 2-3mm depth. Moderate calcification was present beneath the aortic annular plane. The navitor did not worsen the heart block. There was no clinically significant delay. After implantation the patient was transferred to the intensive care unit (ICU) with temporary pacing. The patient recovered 48 hours after the procedure and was discharged.